Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the vision was advanced to the lesion and inflated. At this time it was observed that there was no stent on the device. The stent was found in the protective sheath. No additional event or patient information is available.

Manufacturer narrative:
H6: product performance engineering could not determine a definitive root cause for the stent dislodgement. Quality assurance revealed that the catheter was returned with blood visible in the guide wire lumen. There was fluid visible in the inflation lumen. The stent was not on the balloon, but in the protective sheath. There were crimp marks on the balloon where the stent had been between the markers. There was no damage noted to the stent. The balloon had loose folds. The catheter was rolled up and the hypotube shaft and inner member were secured into the clip. No other damage was noted. The outer diameter of the stent was measured using a laser micrometer. The outer diameter's proximal, middle, and distal did not meet manufacturing criteria. The inner diameter of the protective sheath was measured using a pin gauge and met manufacturing criteria. No other damage was noted. Product performance engineering reviewed the incident information and analysis of the returned device. There was no damage to the stent and the inner diameter of the protective sheath met manufacturing criteria. There were crimp marks on the balloon between the markers, suggesting the stent was properly positioned at the time of manufacture. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this oversizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. It should be noted that the instructions for use recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without a properly mounted stent. A conclusive root cause could not be determined for the stent dislodgement in this case; however, there was no indication of a product quality issue. An engineering letter has been sent to the physician regarding proper preparation of the device per the instructions for use (IFU). Product performance engineering will trend and monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.